Manufacturer narrative:
Date of event: the exact event date is unknown

Event description:
It was reported that the patient experienced difficulties pumping his inflatable penile prosthesis (ipp). There is no indications about components being removed or implanted. The patient had a good outcome following the surgery.